Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received previously reported event updated to medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. 962107- not valid) inserted for female sterilisation. The patient's medical history included headache, hemorrhoids, anxiety and depression. Concurrent conditions included acute stress reaction, adjustment disorder, postoperative pain, migraine without aura, dysfunctional uterine bleeding, acne varioliformis, asc-us, heavy menstrual bleeding, menstrual cramps and pelvic pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: as per mr, discrepancy noted in date of insertion: (B)(6) 2012. L tuba l ostium. Trailing coils in uterus: 5. R tubal ostium. Trailing coils in uterus: 6.5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: with attention to the patient¿s right side, contrast flow was not seen flowing through the uterine-tubal junction, entering the proximal and traveling to the distal portion of the tube and exiting into the abdominal cavity. This allowed the determination of the blockage on that side. Next, looking at the patient¿s left side, once again there was no flow of contrast throughout the tube, confirming blockage on that side as well. I do not totally feel that because of her pain, I was able to get enough distention to for sure say blockage/occlusion is present.; on (B)(6) 2012: with attention to the patient¿s right side, contrast flow was not seen flowing through the uterine-tubal junction, entering the proximal and traveling to the distal portion of the tube and exiting into the abdominal cavity. This allowed the determination of the blockage on that side. Next, looking at the patient¿s left side, once again there was no flow of contrast throughout the tube, confirming blockage on that side as well.. Lot number reported (962107) is inv. Most recent follow-up information incorporated above includes: on 12-may-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('medical device removal'). In a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. 962107) inserted for female sterilisation. The patient's medical history included headache, hemorrhoids, anxiety and depression. Concurrent conditions included acute stress reaction, adjustment disorder, postoperative pain, migraine without aura, dysfunctional uterine bleeding, acne varioliformis, asc-us, heavy menstrual bleeding, menstrual cramps and pelvic pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: as per mr, discrepancy noted in date of insertion: (B)(6) 2012. L tuba l ostium. Trailing coils in uterus: 5. R tubal ostium. Trailing coils in uterus: 6.5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: with attention to the patient¿s right side, contrast flow was not seen flowing through the uterine-tubal junction, entering the proximal and traveling to the distal portion of the tube and exiting into the abdominal cavity. This allowed the determination of the blockage on that side. Next, looking at the patient¿s left side, once again there was no flow of contrast throughout the tube, confirming blockage on that side as well. I do not totally feel that because of her pain, I was able to get enough distention to for sure say blockage/occlusion is present.; on (B)(6) 2012: with attention to the patient¿s right side, contrast flow was not seen flowing through the uterine-tubal junction, entering the proximal and traveling to the distal portion of the tube and exiting into the abdominal cavity. This allowed the determination of the blockage on that side. Next, looking at the patient¿s left side, once again there was no flow of contrast throughout the tube, confirming blockage on that side as well.. Most recent follow-up information incorporated above includes: on 28-apr-2021: mr received. Reporter information, patient's medical history, lab data, lot number and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.